Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of difficulty communicating with devices, the radiofrequency head connector on the link electronic module (lem) board was loose and the board was replaced and calibrated. Analysis further noted that the bezel was broken and the overlay/bezel assembly was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the programmer had difficulty communicating with implantable heart devices. It was further reported that communication improved when the connections were jiggled. It was noted that a different radiofrequency programmer head was tried. It was speculated that the radiofrequency programmer head connection was the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.